Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported that ¿constant door jammed message even after cleaning¿ was not reproduced. Switches working as intended with no door jammed prompts. A review of the event history log revealed multiple occurrences of "door jammed " messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The link will be adjusted link as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed constant door jammed message despite cleaning during programming/setup. There was no patient involvement. No additional information is available.